Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of inflation difficulties was confirmed. As received, balloon was found to be ruptured and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match up at the ruptured region. On the other hand, all through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and returned syringe. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when checking prior to use in patient, the balloon of this swan-ganz catheter did not inflate. There was no allegation of patient injury. As per evaluation results, the balloon was ruptured and rupture edges did not match up.